Event description:
On (B)(6) 2012 the patient reported that she was trying to use her magnet to inhibit stimulation while eating a meal; however, she continued to feel stimulation. It was confirmed that she was placing the magnet in the right position as she stated she could palpate her generator and was placing the magnet directly over the skin on that spot. It was also confirmed that she was keeping the magnet there for the correct amount of time - greater than 65 seconds. The patient explained that although she did not experience any pain, she could tell the device was stimulating because her face twitched with every stimulation. She further stated that it felt like normal stimulation rather than magnet stimulation. Follow up with the patient found that the issue resolved itself within an hour and the patient was not concerned. It was suggested that the patient see her physician right away to get the device checked; however, the patient stated her next appointment is in six months and it is not known if a closer appointment was made. Attempts have been made to get additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.